Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. There was no reported adverse impact to the customer's blood glucose level. Technical support instructed the customer to clean the speaker holes and replace the cartridge, but the alarm recurred. The customer reverted to manual injections for insulin therapy.